Manufacturer narrative:
Analysis of the system data indicate that there are no known causes for the discordant high positive stat troponin result. Review of the instrument data did note that the recommended two week troponin adjustment interval had not been performed by the customer. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant high positive immulite 2500 stat troponin assay result was obtained on a pt sample from subsequent testing. The customer runs all troponin pt samples in duplicate. Pt treatment was not altered and there was no known report of adverse health consequences due to the discordant stat troponin assay result.